Event description:
The catheter broke off while in the patient. The patient was taken to ultrasound for removal of the retained piece.

Manufacturer narrative:
The incident occurred when a patient forgot he had a catheter and stood up. The catheter broke and a 6 inch piece was retained. He was taken to ultrasound to confirm the location. The physician removed it without further incident. There was no injury to the patient. A stock check was performed and there was no stock from that lot number remaining. A case of product from each of three different lot numbers was pulled and tested. No cuts or defects were identified. The sample was evaluated. The break was very clean. Review of the device history record indicated there were no discrepancies identified during manufacturing. We have not had other similar complaints for this item or lot number. Sample is being forwarded to the vendor for further review, determination of root cause and identification of corrective actions to be taken. Due to the reported incident, this medwatch is being filed.